Event description:
It was reported that the atrial port on the device was plugged at implant causing the implant detect to not complete. No data had collected on the device due to the implant detect not completing. The implant detect was manually turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.